Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 21st of february 2024 and 21st of august 2024 recorded a pacing impedance of around 400 ohms and a shock impedance of around 40 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
When the patient went to bathroom, inappropriate shock was delivered. Some shocks were delivered repeatedly and patient was transported by ambulance. It was confirmed by remote monitoring that the shocks were triggered by noise. Therapy was off and patient was hospitalized. Its not clear whether lead will be returned or not because the patient is still under observation.